Event description:
A hospital in (B)(6) reported via a distributor that sixteen rt131 infant breathing circuits did not pass the leak test. The circuit leak were discovered prior to patient use.

Manufacturer narrative:
(B)(4). The complaint breathing circuits are currently en route to fisher & paykel healthcare for evaluation. We will provide a follow-up report upon completion of our investigation.